Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 26aug2019. The field service engineer (fse) evaluated the unit and could not duplicate the reported problem. The fse found that the power management (pm) board is loose and the battery is missing. The fse reseated the pm board and installed the battery and the unit back in service. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the unit is failing with 1105 error code the customer reported there was no patient involvement.